Event description:
Reportedly, the technologist struck her head on the monitor ceiling suspension which allegedly resulted in injuries to her nervous system, spinal system, head and neck with numbness in arms and severe headaches.